Event description:
On (B)(6) 2025, the patient underwent treatment for an aneurysm using a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis (ibe) in the iliac branch. The left internal iliac hgb was then extended further with an gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) with patient tolerating the procedure. On (B)(6) 2026, it was noticed the patient will require a reintervention in the left internal iliac artery (liia) due to continued disease degeneration causing the need for more distal seal into the liia with no device allegations against the aaa excluder. On (B)(6) 2026, the patient underwent a revision procedure to extend a previously implanted vbx device due to disease progression using three vbx devices that were placed in the left internal iliac artery via arm access.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.